Event description:
The pump reportedly underdelivered during user facility routine preventative maintenance testing conducted by the biomedical engineer. There was no report of problem or event while the pump was in clinical service. Though requested, there was no additional information available.